Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation finding, and investigation conclusion. An addition was made to h:6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation was performed on the returned device and it revealed a longitudinal and radial balloon burst on the proximal and distal shoulder of the inflation balloon. There was no missing material of the balloon, and there was a full circumferential sheath liner delamination starting from the distal tip of the sheath. Dimensional testing was performed, and the inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. However, the measurements show that the balloon wall thickness was within specification. An imaging evaluation was performed with a 3mensio report of the patient's anatomy provided by the site. It was observed that there was calcification present in the aortic root and the landing zone, and the patient's access vessel had the presence of tortuosity. There was a longitudinal and radial balloon burst. Additionally, there was liner delamination, and the distal tip was torn radially. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on evaluation of the returned product and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the 3mensio report revealed calcification in the aortic root and the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned product and provided imagery. Available information suggests patient (tortuosity) and/or procedural factors (withdrawal of burst balloon) likely contributed to the event, as the 3mensio report revealed tortuosity in the access vessels and the product evaluation and provided imagery revealed a balloon burst and delaminated sheath. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system balloon ruptured during deployment due to the severe aortic root calcification. The delivery system distal tip was unable to be tracked back into the 16f esheath+. The commander was tracked as far back into the esheath+ as much as possible and the devices were removed as one with the esheath+. A new 16fr esheath+ was prepped and inserted over the safari wire and a 28 true balloon was used to post dilate the 29 mm s3ur to ensure full expansion. Upon removal of the devices, a 10mm stent was placed in the right common femoral to repair the hole in the artery from the removal of the ruptured balloon/commander. Additional details of event: a balloon aortic valvuloplasty was not performed pre-implant. The commander delivery system was prepped with 1 cc less than the recommended nominal volume. The speed of the inflation technique during deployment was slow-medium. There was no difficulty with the valve alignment. The physician could not tell if any damage was observed on the balloon shaft. The patient is still in the hospital. A preliminary review of a photo of the devices after removal, shows the delivery system with a ruptured balloon and there appears to be circumferential delamination of the esheath+ liner. This report is regarding the delivery system issues resulting in device damage and patient injury.